Event description:
A peritoneal dialysis (pd) patient reported during drain 0 that the system alarmed for "air detected in cassette." She called technical support for assistance. She proceeded to the first fill. During fill the system alarmed for a blocked patient line. At this time she discovered fluid leaking form her patient line. She determined that she had not tightened the patient line enough. She was advised to discontinue with the current set up and to contact her pd nurse. She did not retain a sample for investigation. During follow up the patient reported that her effluent was clear. There were no signs of infection and no prophylactic antibiotics were used. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.